Event description:
It has been reported to co that the hypotube kinked which resulted in difficulty in deflating the occlusion balloon during the procedure. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to occlude the vessel. The physician inserted the stent delivery catheter and slightly kinked the hypotube. The occlusion balloon was still operating properly so the physician continued the case. The physician placed the stent and removed the stent delivery catheter and the kink became more defined. The physician inserted the aspiration catheter and aspirated the vessel. The physician removed the aspiration catheter and attempted to deflate the occlusion balloon and the kink made it not possible. The physician cut the hypotube and the occlusion balloon deflated. The pt is reported to be fine.